Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 4.1 would not open. The field service engineer (fse) discovered that an information pamphlet was stuck in the drawer preventing it from closing properly and causing the latch to bind. Once the fse removed the pamphlet from the latch the drawer opened and closed properly and was able to be recovered. No further testing was performed since the obstruction was identified and resolved. The station was then tested for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system was failed. The customer stated that technician was not able to recover system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.